Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. The patient was noted to be riding their bike at the time of the shock. Review of device data determined a morphology change occurred prior to shock delivery. Rhythmcare discussed programming and further troubleshooting options. This device remains in service. No adverse patient effects were reported.